Manufacturer narrative:
The pump was returned to animas and evaluated. All keypad buttons were responding intermittently. The keypad was removed and adhesive was found under the contacts.

Event description:
On (B)(6) 2011, the patient contacted animas alleging that keypad button presses did not activate desired pump functions. The patient claimed that the pump was slow to responding to keypad button presses and the up arrow was not responding. The patient denied that the pump got wet or that the keypad was damaged. There was no allegation that the device contributed to an injury. Based on the information provided, this complaint is being reported due to the following conclusion: the patient claimed that the pump was not responding appropriately to keypad button presses. There is no evidence however that the alleged issue contributed to a serious injury. The patient did not allege any harm or injury because of the reported issue.